Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges that the blade of the device cracked upon connection to handle. Alleged defect occurred prior to patient use. No injury or complication reported. Patient's condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges that the blade of the device cracked upon connection to handle. Alleged defect occurred prior to patient use. No injury or complication reported. Patient's condition reported as "fine".